Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# 00771101000/ femoral stem/ lot # 61998413, item# 00801803202/ femoral head / lot # 62119850, item# 00630505632/ liner/ lot #62092197, item#0062506535/bone screw/ lot#62073987. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00862.

Event description:
It was reported patient underwent hip revision approximately 5 years post implantation for unknown reasons attempts have been made and additional information on the reported event is unavailable at this time.